Event description:
A ventilator was returned to a third-party service center for service due to the allegation of "many alarms". There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. A "service required" code indicating that the internal or detachable li-ion battery is not charging due to a hardware fault for greater than or equal to 1 minute was found in the ventilator's downloaded error log. The gold battery was checked where errors occurred, system board is defective. The technician recommended replacing the device's system board. Additionally, the device's air foam inlet filter, muffler assembly and particulate filter will be replaced due to preventive maintenance. The device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.